Event description:
A customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (3) when used on the galileo echo.

Manufacturer narrative:
Immucor technical support used remote electronic access method to assess testing well images on the customer instrument. On (B)(4) 2013, an immucor field service engineer visited the customer site to investigate the instrument. The instrument was tested and operated within specifications without any problems being observed. The customer submitted product only for immucor evaluation. The sample itself was quantity not sufficient (qns). On (B)(4) 2013, the returned product was tested for fya antigen. The returned capture-r ready-screen (3) lot number r358 and capture-r ready-ID lot number id198 exhibited the expected reactions. Additionally, retention product of those specific lots also exhibited the expected reactions when tested on (B)(4) 2013. All of the customer's returned product performed as expected.